Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (renal failure, respiratory failure, multi organ failure, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The evaluation of (B)(6) did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned. The cuff lock was returned disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section of this IFU lists renal dysfunction, respiratory failure, and death as adverse events that may be associated with the use of the hm3 lvas. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange was reported in MFR. Report #2916596-2021-03345. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Left ventricle assist device (lvad) was functioning as intended. Additional information revealed cause of death to be due to multi-organ failure. Renal failure post vad exchange and respiratory failure post vad exchange may have caused or contributed to the outcome. The death was not considered to be device related.